Event description:
The patient presented to the physician with complaints of pain due to movement of the ipg within the pocket. On evaluation in the operating room, the ipg was found to be flipped, though there was no evidence of device manipulation or tampering. The ipg was repositioned to its correct orientation, re-sutured, and the incision site was closed. Postoperative antibiotics were prescribed.